Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared, but issue had resolved by time of call. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies to resolve issue, pump began charging without shutting down, and technical support advised against using non-tandem charging supplies, arranged shipment of replacement tandem wall adapter, and provided no further assistance once pump was functioning.